Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that the multiple error codes occurred. No patient injury was reported.

Manufacturer narrative:
Additional information was received by the manufacturer on 15-sep-2022 via email and attached to the complaint object. All issues with this device were found during testing for repair and recertification. No patient involvement was indicated at the time the pump was received for repair. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing, the battery door was missing, the battery compartment was cracked, and the downstream occlusion sensor seal was bubbled upon receipt. Error codes for system faults were found in the device event history log. The customer reported problem was duplicated. The mpu (memory protection unit) board was replaced. The cause of the reported problem could not be identified. A device history record DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. D4: correction: model number: 2120.